Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was missing expiration mark on the label. This occurred on 37 occasions. The following information was provided by the initial reporter: this is a report about missing exp mark on the label affixed to the shipping carton.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. During the visual examination of the photos, it was observed that the expiration hourglass was either missing or the print was very poor quality. The reported defect was confirmed. Poor print or missing print is a result of an error during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was missing expiration mark on the label. This occurred on 37 occasions. The following information was provided by the initial reporter: this is a report about missing exp mark on the label affixed to the shipping carton.